Manufacturer narrative:
A risk assessment was performed. Per the design quality assurance engineer, the risk profile has not changed. Review of the most recent trend report associated with the e2os-cf25 showed that the actual reported number of complaints has remained within the expected parameters .

Event description:
The device was replaced with the same similar device to complete the procedure.

Manufacturer narrative:
Device was evaluated. Device evaluation determined the reported issue of bent sheath was not duplicated however, the device insulating tip was found chipped and was damaged. A missing red dot from the sheath head was observed. The device was repaired and once completed, device testing was performed. The device passed all required testing requirements and specifications.

Event description:
It was reported that during preparation for use the device e121-s sheath was found bent. There was no patient involvement on this report. No user harm or injury reported due to the event.